Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), a novaflex+ (nf+) delivery system balloon ruptured during the post dilation of a deployed sapien xt valve. During the tavr procedure, following balloon aortic valvuloplasty (bav) to determine the appropriate valve size, a 23mm sapien xt valve was deployed with nominal volume at a final 60:40 aortic/ventricular (a/v) position. Post deployment echocardiography revealed mild paravalvular leak (pvl) at the 10, 2 and 4 o'clock positions. Post dilation was performed with 1ml additional volume to reduce the pvl. During post dilation, the delivery system balloon ruptured. The balloon was immediately deflated and the delivery system was carefully removed. Upon removal, a "longwise crack" was observed on the balloon. The final pvl was assessed to be mild and no further post dilation was performed. The patient's blood pressure remained stable throughout the procedure and no injury to the patient was reported. The native annulus measured 25.0mm x 20.2mm. Calcification on the aortic valve was reported. Bulky calcification in the non-coronary to the right coronary of the sinus of valsalva was also reported. It was perceived that the calcification on the aortic valve and in the sinus of valsalva coronaries likely caused the balloon to burst.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a longitudinal tear along the balloon approximately 1 5/8 inches in length. No pieces of the balloon material were missing. No other abnormalities were observed. Dimensional analysis was performed on the balloon wall thickness. All measurements met manufacturing specifications. No functional testing could be performed due to the condition of the returned device. During manufacturing, the ds undergoes multiple 100% inspections and verifications. The inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint of the commander delivery system balloon burst was confirmed based on the condition of the returned sample; however, no manufacturing non-conformances were identified. The dimensional inspection of the delivery system revealed the wall thickness was within specification. A definite root cause for the delivery system balloon rupture cannot be confirmed. Based on the available information, procedural factors (post dilation of the valve with an additional 1ml of volume), in addition to patient factors (aortic valve calcification, bulky calcification in the ncc to right coronary of the sov) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.